Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley that was likely the result of capacitive coupling. Additional findings not reported by site: the instrument was found to have the conductor cap missing. The instrument was found to have no conductor weld damage. The instrument's conductor wires were not damaged. The instrument passed an electrical continuity test. A review of the device logs for the permanent cautery hook instrument (part# 420183-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery hook instrument was last used on (B)(6) 2020 via system serial# (B)(4). There were 7 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the issue was identified before installation on the reported event date. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur; however, the conductor wire was confirmed to be intact and there were no insulation issues identified. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Information for the blank fields in initial reporter is not available. PMA/510(k), adverse event, recall, and correction/removal report number are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the top was damaged. The procedure was completed with no reported injury.